Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Intended use: the vitek® ms system, reference 410895, is a mass spectrometer using maldi-tof (matrix-assisted laser desorption/ionization-time of flight) technology for the identification of microorganisms cultured from clinical specimens. Description of the issue: btf pty ltd, a biomérieux company in (B)(6), notified biomérieux of obtaining discrepant results between bruker maldi-tof (enterobacter cloacae) and vitek ms, ref 410895 (enterobacter hormaechei). Btf pty ltd reported having received a strain from (B)(6), identified as enterobacter cloacae by bruker system. Once received by the company, the strain was tested with the vitek ms system. An organism identification to enterobacter hormaechei (99.9%) was obtained. Repeat testing via vitek ms was performed on four (4) swabs from the (B)(6) customer : all results were enterobacter hormaechei. A vitek ms fine-tuning was performed, and samples were re-tested. The identifications obtained remained enterobacter hormaechei at 99.9%. No patient impact has been reported as a consequence of the discrepant result. A biomérieux internal investigation will be initiated.